Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
A company representative has clarified the reported event of uneven end point of the knife refers to a "burr" on the point of the blade.

Manufacturer narrative:
The sample has been received and in-house evaluation is in progress. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing.  Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract extraction procedure while making the side port incision unevenness was noted at the end of the blade. There was patient contact but no patient harm.

Manufacturer narrative:
Additional information has been provided in d.10., g.1., g.2., h.3., h.6. And h.10. One opened slit knife was received loose in a pouch for the report of uneven end point (burr) of the knife. The returned sample was visually inspected and was found to be non-conforming with a damaged tip. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The exact root cause could not be determined from the investigation performed. The returned sample is visually non-conforming with a damaged tip of the knife which can be perceived as a burr on the tip of the knife. How and when the tip of the knife became damaged could not be determined. The manufacturer internal reference number is: (B)(4).